Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: a review of the black box showed call service 054 alarms. No damage was found to the battery compartment or the battery cap. The battery cap attached securely to the pump. The pump powered on correctly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no power or alarms occurred. The battery cap contact height and width were within specifications.